Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was unknown at the time of incident. The customer also reported physical damage on the insulin pump. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test. Insulin pump received with cracked case display window corner. (B)(4).